Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, no anomalies were found.

Event description:
It was reported that the device powered off automatically. The external pulse generator (epg) was returned for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.